Event description:
Ous MDR - after an estimated implantation period of 80 months, it was reported that the patient present himself to the hospital due to a syncope. During the in-office follow-up, an intermittent loss of capture was observed. The patient was hospitalized and the pacemaker was explanted. The device was returned to biotronik for analysis. No dates were provided by the reporter."the device was reported to be disinfected by use of 90' c after explant.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Based on the information available for analysis, the integrity of the lead implanted with this device cannot be assured. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.